Event description:
It was reported that when the patient presented to the clinic, high pacing lead impedance was observed. A potential fracture was noted on the right ventricular (rv) lead. Programming changes were made. The patient was asymptomatic.